Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument could no longer be fully closed due to a defect in the blade (the cutting edge of the scissors). There appeared to be a (tiny) bite missing, causing the two blades of the scissors to jam, preventing the scissors from closing completely. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-jan-2026: the instrument was inspected prior to use macroscopically and nothing out of the ordinary was seen. During procedure the scissors malfunctioned and wasn¿t able to fully close anymore. When reinspected in close up through the camera, the small defect was seen. Dissection of the retro muscular space during robotic-assisted trans abdominal retromuscular umbilical prosthesis procedure was being performed. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No fragments fell into the patient. The procedure was completed robotically with new scissors. No injury to the patient. The instrument is available for return to isi for evaluation. A photo was taken during the procedure and added to patient file.

Event description:
Refer to h11 for follow-up information.